Manufacturer narrative:
Follow-up #1: date of submission 10/19/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was unable to power on during investigation. The returned battery cap fully secured to the pump and was used to complete the investigation. The battery compartment was fully intact; no cracks or damage observed. No moisture was observed in the battery compartment. A pump case crack was observed near the upper right corner of the display lens. Moisture was observed behind the display lens. A leak test was performed and a leak was found at the pump case crack. The pump case was removed and moisture was found throughout the inside of the pump. The reported temperature issue was unable to be adequately investigated due to no power to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. There was reportedly no damage to the pump; however, there was moisture ingress noted inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.